Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room feeling lightheaded and complaining of syncope. An electrogram showed no capture on the right ventricular (rv) lead and the patient¿s heart rate was in the 30¿s. The lead also had high pacing impedance and a fracture was confirmed. The patient was referred for a lead replacement. No further patient complications have been reported as a result of this event.